Event description:
In 2003, the patient reportedly experienced intermittency while using the sound processor. One day later, the patient was seen by the audiologist for device evaluation. Testing performed indicated inconsistent electrode impedance measurements. Further testing was recommended. In 2003, the patient was seen by a company representative for device evaluation. Testing performed indicated intermittent lock. The patient's device was explanted. The patient was reimplanted with another clarion device.